Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. The provided image was reviewed and he following additional information was provided: it looks like the grip cable was frayed.

Event description:
It was reported that the force bipolar had a broken conductor cable. The instrument was removed and replaced with a backup. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument associated with this complaint and completed investigations. The instrument was placed on the system and passed the recognition test. The instrument does have a conductor wire performed continuity test with passing results. This is most likely related to the grip cable. Additionally, the instrument was found to have a frayed grip cable at the distal end. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.